Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was also discovered that the front panel turned off and it was presumed that the suggested event may have occurred due a defective main board. However, while the device malfunction was confirmed, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the insufflator was turning off intermittently. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.